Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. It was reported that the rewind sequence was simulated and the customer was advised of the meaning of the alarm and that the insulin pump may ask to simulate the insulin pump's rewind sequence. It was also reported that the customer agreed to have the insulin pump replaced. There was no indication of troubleshooting or the issue being resolved during the call. There was also no indication of whether or not the insulin pump will be returned for analysis.